Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported smoke coming from the fill valve of a dry acid 132 gallon unit mixer. Additional information was obtained through follow up with the biomed. The biomed confirmed seeing smoke coming from the fill valve, during the initial fill phase. The biomed also reported that the ¿little black box¿, which they believed to be the ¿solenoid section¿ of the fill valve, was cracked. There was also slight burn damage visible on the part. The biomed ordered a new fill valve. In the meantime, they borrowed a mixer fill valve from a different clinic to continue using the mixer while waiting on the replacement part. After the borrowed fill valve was installed, a new issue surfaced. The mixer was continuing to fill when the machine transitioned into the next phase (post-fill). The biomed reported that this was occurring because the fill valve was not closing; it stayed open. The biomed did further troubleshooting with a colleague; they concluded that the control board was bad and needed to be replaced. As a workaround, so the mixer could continue being used, they would unplug the water once the fill was completed. This workaround prevented the mixer from overfilling. At the time of follow up, the new fill valve had arrived and was installed. The biomed stated they were now waiting on the new control board and chip. There was no visible damage found on the control board. Both the fill valve and control board are original fresenius parts. There were no missed or interrupted treatments due to the reported issue. There were no reports of sparks, flames, charring, or melting. The biomed confirmed that smoke alarms did not go off. The mixer is still being utilized. No samples are being returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.